Event description:
It was reported that the clip jammed and did not load.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800731 was manufactured on 07/02/2018 a total of 288 pieces. Lot was released on 07/11/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube was severely bent and snapped. The trigger was partially engaged , and adhesive residue was on the handle. The returned sample appears used as there is biological material present on the device. There are indications that the device was most likely bent during use and that there was an attempt to straighten the tube after it was bent. Upon trying to straighten the device, the tube snapped. Therefore, the root cause of this complaint issue is user error , in-service has been requested. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Since the root cause of this complaint was determined to be 'user error', in-service request has been submitted. The reported complaint of "clip jammed and not loaded" was confirmed based upon the sample received. Visual examination of the returned device revealed that the outer tube was severely bent and snapped. There are indications that the device was bent during use and that there was an attempt to straighten the tube after it was bent. Upon trying to straighten the device, the tube snapped. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. This type of damage would not be present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, the root cause of this complaint is user error, in-service has been requested.

Event description:
It was reported that the clip jammed and did not load.

Manufacturer narrative:
Qn#(B)(4). The previous DHR information that was submitted was incorrect. Below is the correced DHR information: per DHR the product auto endo5 ml lot # 73f1800731 was manufactured on 06/26/2018 a total of 288 pieces. Lot was released on 07/11/2018. DHR investigation did not show issues related to complaint.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed and did not load.